Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of oversensing was observed in the real time electrogram. Lead provocative testing and pocket manipulation was performed with no noise present. All electrical values were in range. The patient will be monitored. The patient's condition was good.